Event description:
It was reported that when the catheter was advancing on the guide wire, prior to entering the patient, the physician noticed that the tip had become separated. The catheter was removed from the guide wire and a new device was used to complete the procedure. The same guide wire was used without any reported issues.